Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082656) on 28-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal cramps") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. Concomitant products included cetirizine hydrochloride, gabapentin (neurontin), iron, montelukast sodium (singulair), omeprazole (prilosec), oxycodone hydrochloride (oxycontin), oxycodone hydrochloride; paracetamol (percocet), vitamin b complex (vitamin b) and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, the patient experienced abdominal pain (seriousness criteria hospitalization, disability, medically significant and intervention required), menorrhagia ("heavy and prolonged menstrual bleeding"), dysmenorrhoea ("menstrual cramps"), alopecia ("hair loss"), memory impairment ("memory problems"), sexual dysfunction ("profound problems with sexual desire"), female sexual dysfunction ("problems with sexual functioning"), fatigue ("chronic/severe fatigue"), arthralgia ("joint pain"), arthropathy ("joint problems"), increased tendency to bruise ("easy bruising"), impaired healing ("slow-healing"), onychoclasis ("brittle nails") and teeth brittle ("brittle teeth"), 6 years 3 months after insertion of essure. On an unknown date, the patient experienced allergy to metals ("allergy to nickel") with rash generalised and pruritus and was found to have uterine leiomyoma ("multiple large uterine fibroids"). The patient was treated with surgery (paracervical (partial) hysterectomy / bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, menorrhagia, dysmenorrhoea, alopecia, memory impairment, sexual dysfunction, female sexual dysfunction, fatigue, arthralgia, arthropathy, allergy to metals, increased tendency to bruise, impaired healing, onychoclasis, teeth brittle and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, arthropathy, dysmenorrhoea, fatigue, female sexual dysfunction, impaired healing, increased tendency to bruise, memory impairment, menorrhagia, onychoclasis, sexual dysfunction, teeth brittle and uterine leiomyoma to be related to essure. The reporter commented: an injury (hospitalization, disability, medically significant and intervention required) was mentioned but not specified and /or assigned to one of the events. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082656) on 28-jan-2019. The most recent information was received on 16-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal cramps') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. Concomitant products included cetirizine hydrochloride, gabapentin (neurontin), iron, montelukast sodium (singulair), omeprazole (prilosec), oxycodone hydrochloride (oxycontin), oxycodone hydrochloride;paracetamol (percocet), vitamin b complex (vitamin b) and vitamin d nos (vitamin d). On 21-aug-2012, the patient had essure inserted. On (B)(6) 2018, the patient experienced abdominal pain (seriousness criteria hospitalization, disability, medically significant and intervention required), menorrhagia ("heavy and prolonged menstrual bleeding"), dysmenorrhoea ("menstrual cramps"), alopecia ("hair loss"), memory impairment ("memory problems"), libido disorder ("profound problems with sexual desire"), female sexual dysfunction ("problems with sexual functioning"), fatigue ("chronic/severe fatigue"), arthralgia ("joint pain"), arthropathy ("joint problems"), increased tendency to bruise ("easy bruising"), impaired healing ("slow-healing"), onychoclasis ("brittle nails") and teeth brittle ("brittle teeth"), 6 years 3 months after insertion of essure. On an unknown date, the patient experienced allergy to metals ("allergy to nickel") with rash generalised and pruritus and was found to have uterine leiomyoma ("multiple large uterine fibroids"). The patient was treated with surgery (paracervical (partial) hysterectomy / bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, menorrhagia, dysmenorrhoea, alopecia, memory impairment, libido disorder, female sexual dysfunction, fatigue, arthralgia, arthropathy, allergy to metals, increased tendency to bruise, impaired healing, onychoclasis, teeth brittle and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, arthropathy, dysmenorrhoea, fatigue, female sexual dysfunction, impaired healing, increased tendency to bruise, libido disorder, memory impairment, menorrhagia, onychoclasis, teeth brittle and uterine leiomyoma to be related to essure. The reporter commented: an injury (hospitalization, disability, medically significant and intervention required) was mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082656) on 28-jan-2019. The most recent information was received on 28-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal cramps") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. Concomitant products included cetirizine hydrochloride, gabapentin (neurontin), iron, montelukast sodium (singulair), omeprazole (prilosec), oxycodone hydrochloride (oxycontin), oxycodone hydrochloride;paracetamol (percocet), vitamin b complex (vitamin b) and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, the patient experienced abdominal pain (seriousness criteria hospitalization, disability, medically significant and intervention required), menorrhagia ("heavy and prolonged menstrual bleeding"), dysmenorrhoea ("menstrual cramps"), alopecia ("hair loss"), memory impairment ("memory problems"), libido disorder ("profound problems with sexual desire"), female sexual dysfunction ("problems with sexual functioning"), fatigue ("chronic/severe fatigue"), arthralgia ("joint pain"), arthropathy ("joint problems"), increased tendency to bruise ("easy bruising"), impaired healing ("slow-healing"), onychoclasis ("brittle nails") and teeth brittle ("brittle teeth"), 6 years 3 months after insertion of essure. On an unknown date, the patient experienced allergy to metals ("allergy to nickel") with rash generalised and pruritus and was found to have uterine leiomyoma ("multiple large uterine fibroids"). The patient was treated with surgery (paracervical (partial) hysterectomy / bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, menorrhagia, dysmenorrhoea, alopecia, memory impairment, libido disorder, female sexual dysfunction, fatigue, arthralgia, arthropathy, allergy to metals, increased tendency to bruise, impaired healing, onychoclasis, teeth brittle and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, arthropathy, dysmenorrhoea, fatigue, female sexual dysfunction, impaired healing, increased tendency to bruise, libido disorder, memory impairment, menorrhagia, onychoclasis, teeth brittle and uterine leiomyoma to be related to essure. The reporter commented: an injury (hospitalization, disability, medically significant and intervention required) was mentioned but not specified and /or assigned to one of the events. Amendment: the report was amended on 01-feb-2019 for the following reason: evaluation code updated. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.